Event description:
Berlin heart (B)(4) was informed by the distributor about the incident. The clinic called the distributor to inform the air was escaping in pulsatile rhythm at the connection between the excor blood pump and the driving tube. A defect of the pump housing at this area was not visible. After consultation with berlin heart (B)(4), the clinic decided to exchange the blood pump in question. The pt is doing fine after the exchange of the blood pump.

Manufacturer narrative:
(B)(4). The blood pump that is the subject of this report (B)(4), was used on the pt from (B)(6) 2014 (7 days). The pt is doing well after pump exchange. We have reviewed the product records of the excor blood pump (B)(4). This pump was produced according to our specification and no abnormalities were found in the records. Initial visual inspection of the returned blood pump confirmed an air leakage at the connection between the excor blood pump with the driving tube. The eval of the blood pump is still ongoing.